Event description:
Following a successful implant procedure, it was reported that an x-ray was performed and the leadless pacemaker (lp) was found to be dislodged. The lp was then retrieved and a new lp was implanted to resolve the event. The patient is stable.